Event description:
Patient presented to hospital ed with an acute abdomen and free intraperitoneal air noted on x-rays. The patient was taken urgently to surgery for exploratory lap, which revealed that the catheter from a previous lap band surgery had twisted around the sigmoid colon mesentery, resulting in a sigmoid volvulus and colon perforation. To relieve this issue, the surgeon cut the catheter lap band and removed a portion of it.